Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient received an acessa procedure on (B)(6) 2025. It was observed that the patient had low hemoglobin levels and required a blood transfusion prior to the procedure. Additional transfusions were given during the procedure. During the procedure two uterine serosal puncture sites from the acessa handpiece required more than normal interventions to control and gain hemostasis. Surgeons used several hemostatic agents like surgicel and hemostatic foam to gain hemostasis as well as the coagulation feature from acessa and a surgical bovie. Due to the patient losing blood during the procedure the anesthesia team recommended to give the patient two additional blood units in the operating room. Patient was admitted for additional observation and one additional unit of blood was given post procedure. It was reported that the patient experienced ¨anasarca¨ and that on day 5 a CT scan was negative. On day 6 physician had concern of a compartment syndrome due to the reddening of the abdomen and the patient was transferred to another treatment facility for further studies. A compartment syndrome was ruled out at this point. Patient was seen by multiple specialists and no further interventions were performed. Patient was discharged on (B)(6) 2025. No other information available.